Manufacturer narrative:
The actual device and a video were received for evaluation. Visual inspection of the provided video shows the product during treatment and shows several drops of water dripping down between the position of the housing and the header cap. The visual inspection by the naked eye of the product shows the product wet. A leakage test of the dialysate side was performed, and a leakage was found. The reported condition of leak was verified. The cause of the leak was due to a crack in the welding seam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 14l, an external fluid leak at the spiral edge of the filter top was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.